Event description:
The customer received a questionable magnesium gen.2 result for one patient sample processed by the modular preanalytic analyzer (mpa). The initial result from an aliquot cup was 2.8 mg/dl and was reported outside the laboratory. Due to a delta check, the original sample tube was repeated on two other cobas c501 modules and the result was 1.8 mg/dl. The repeat result was believed to be correct. The customer stated she also repeated all other tests and all other results matched the original results. The patient was not adversely affected. The reagent lot number was 60611501 with an expiration date of 07/31/2016. The field service representative suspected reagent carry-over due to a low gear pump pressure. He replaced the gear pump head and pressure gauge. He adjusted the pressure, checked for proper internal probe rinse water volumes, and corrected the horizontal adjustment of the probe. He verified all other probe adjustments including the sample probe. He verified the cell rinse dispense levels and checked for proper cell evacuation to the waste. He ran a precision check using pooled serum with no further discrepant results observed. The customer ran qc and all recovered within their guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.